Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a return of symptoms. An increase in tone was indicated. The patient was unresponsive to dose increases. The catheter was verified under x-ray; and an ability to aspirate the catheter was noted. The amount of drug in the pump was verified as compared to pump interrogation reports. A dye study revealed no signs of a break, tear, or hole. It was further clarified that they couldn't find any issues with the catheter. No rotor study was performed. The patient's pump was explanted and replaced. The patient was without injury.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed only the pump was returned for analysis. Multiple stalls were noted on the pump logs. One occurred (B)(6) 2012 and lasted 105 minutes and two more occurred on the day of and after the pump was explanted. The pump passed all non-destructive analysis and additional destructive analysis showed no anomaly of significance. The pump appeared to be functioning as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the pump contained baclofen. The cause of the event was reported as unknown. The patient required hospitalization. On (B)(6) 2012, the patient underwent surgery for baclofen pump malfunction. Approximately 1 week prior to the (B)(6) 2012 surgery, the patient underwent a complex spinal instrumentation. Following this, the patient experienced itching and hallucinations that were concerning for baclofen withdrawal. Interrogation of the pump indicated the pump was working well. The patient responded to oral medication administration. A catheter dye study was attempted on (B)(6) 2012 but there was an inability to aspirate through the pump. No evidence of kinking of the catheter was identified on pre-operative imaging. During surgery, the catheter access port was accessed without difficulty, however, no free aspiration or flushing through the catheter port was able to be performed. The pump was then removed from the pocket without difficulty. The catheter was disconnected from the pump. Spontaneous clear csf flow was noted at the tip of the catheter. Four mls of clear csf was aspirated via the distal portion of the catheter without any hesitation. Contrast was injected and under direct fluoroscopy; the contrast was noted in the intrathecal space at the tip of the catheter in the mid thoracic region. The catheter was determined to be patent, so it was decided to replace the pump. Twenty one mls of baclofen from the existing pump was placed into the new pump. The new pump was programmed to deliver 700 mcg/day and a complete prime of the catheter was also programmed. Following surgery, the patient's condition improved dramatically.

Manufacturer narrative:
Catheter: model: 8709, lot #: l64775, implanted: (B)(6) 1999, explanted: unk. (B)(4).